Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Visual inspection observed a chip on the front left corner of the upper case. A review of the event history log confirmed the reported error had occurred. The reported error could not be duplicated during testing. The root cause of the error could not be definitely determined. As a precautionary measure, the position potentiometer was replaced, as some contamination was found on it. After repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.